Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a product mix up occurred and post the procedure the pt expired. The pt presented to the emergency room with st elevation and an acute myocardial infarction. The pt was taken to the cardiac catheterization lab, and it was noted that the right coronary artery (rca) had timi 0 flow. The lesion was predilated with a 2.5 x 20 mm maverick balloon. The physician then asked for a liberte bare metal stent; however, the tech handed the physician a 3.00 x 20 mm taxus liberte drug eluting stent. It was realized after the procedure during physician dictation, that the device implanted with a drug eluting stent. The taxus liberte stent was successfully deployed in the rca, and there was timi 3 flow post stenting. While in the cath lab, the pt was intubated and an intraaortic balloon pump was placed. The following day, the pt expired. The pt's cause of death is believed to be caused by the myocardial infarction that occurred that previous day along with mitral regurgitation.

Manufacturer narrative:
It is indicated that device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaints trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.